Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity use. The patient reported to their healthcare provider (hcp) that they were hearing pump alarm that started shortly after refill today. The hcp brought the patient on the line who described sound consistent with non-critical alarm. It was confirmed that the alarm was not going off prior to the refill. The patient also mentioned the hcp had a difficult time accessing the pump and initially could not aspirate but eventually was able to and was confident he had refilled it successfully. The hcp redirected the patient to follow up with her primary pump provider tomorrow. Additional information was provided from a healthcare provider stated that the office sent over telemetry that showed a non-critical alarm that went off on (B)(6) and a low reservoir alarm on (B)(6). The agent reviewed how to clear the active alarm. Additional information was provided from a healthcare provider stated that the issue was resolved after they interrogated the pump. The non-critical alarm was due to low reservoir. Moreover, the allegation of ¿difficulty accessing the pump and unable to aspirating¿ never happened. No symptoms were reported at the time of the event. No further information is available.